Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the UDI number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the investigation, the foreign material in the scope was likely a result of not following the instructions for use (IFU); however, a definitive root cause could not be identified. The event can be prevented by following the IFU which states: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited j-tube has foreign objects and due to clogging of j-tube in control unit, water cannot be supplied. There was no patient involvement.